Manufacturer narrative:
It was reported that during skin harvesting from the patient's left anterior thigh, the scatter light on the art (autologous regeneration of tissue) handheld device went flashing. The handheld device was turned off and per report, when the device was turned back on, both the scatter and harvest buttons were now flashing and the cartridge could not be removed from handheld device. An additional skin harvest was required using a back-up handheld device. The procedure successfully completed with three harvests scattered to the patient's left anterior ankle wound (approximately 2x3 cm). It was denied that additional local anesthesia was required or another skin-harvesting site was needed for the extra harvest. There was no serious injury, medical intervention or follow-up care reported related to the event. Due to the reported incident and need for additional harvest, this medwatch is being filed. The sample is available and had been returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the cartridge could not be removed from the art (autologous regeneration of tissue) handheld device and patient required an additional skin harvesting cycle.